Event description:
Facility reported: "7.0 mm int hi-lo tube was pretested and placed in patient for surgery. At the end of case, when dr went to deflate the cuff, the tube felt loose, and when deflating it didn't appear that the cuff had maintained the seal and the air. After extubation, the md tried to inflate the cuff to check the integrity and it would not hold any volume at all".